Manufacturer narrative:
Patient information is unknown. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw worked its way out of the bone, the plate and the patient. A revision surgery was required to remove the screw. This report is for an unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: patient reportedly had a coronary artery bypass graft, (CABG) in 2015. Seven (7) months later, the patient had to have sternal rewiring and a sternal plate because of sternal dehiscence. Two (2) months later the patient reported a lump on their incision and it was found to be a screw. Patient required another surgery to remove the screw.